Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has up and down movement and the teeth are grinding when rotated. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield composite series skull clamp (a3059) has a play (movement) when attached to table. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.